Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) had reused single-use supplies. The hp was connected to the hc when they had the unrelated alarm, cycle was unknown. The caregiver (cg) stated that all the bags were empty except for the extraneal bag. The cg went to check on the hc and found that it was at "press go to start" and it was then in prime. The technical service representative (tsr) instructed the cg to end the therapy and disconnect the hp. There was no patient injury or adverse event associated with this report.